Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram once in 5 days, route was not reported) and fortum injection (daily, dose and route not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient outcome was unknown. On an unreported date, dianeal therapy was stopped. No additional information is available.